Event description:
It was reported that this left ventricular (lv) lead was attempted implant. During the procedure, when trying to implant this lead, the whisper wire was not moving freely. The lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with high thresholds at 5v. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant. During the procedure, when trying to implant this lead, the whisper wire was not moving freely. The lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with high thresholds at 5v. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There was blood and body fluid noted in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.